Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. The button symbols on the keypad were observed to be worn off. During testing, all of the keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response; the down arrow and contrast buttons were hard to press and required increased force to engage. There was evidence of contamination found under all of the key contacts. Evaluation also revealed a dim/faded and discolored display screen. A test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue and a dim, pink display issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.